Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported during the patient s ipg replacement (reference MFR. Report # 1627487-2019-03265) high impedance was noted on patients lead. As a result the lead was explanted and replaced resolving the issue.